Event description:
This ra lead was capped and replaced due to low impedances of less than 100 ohms. An insulation defect was seen via fluoroscopy. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was capped and replaced due to low impedances of less than 100 ohms. An insulation defect was seen via fluoroscopy. No adverse patient events were reported.